Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro could not get insufflation into the leg in the tunnel. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25093295, 25088687, and 25087457, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).